Event description:
It was reported that a handpiece device was "heating up." There event occurred during pre-surgery testing. There were no injuries or medical intervention reported. There was no delay in the scheduled surgeries as an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.